Manufacturer narrative:
The account found the emergency stop button was missing from the control box of the lift. The lift still functioned properly. According to the service manual, the emergency stop function shall be checked at periodic maintenance at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the emergency stop button was broken off the control box of the lift. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).